Event description:
It was reported to medtronic neurosurgery that during testing, the csf valve did not work properly. Allegedly, the reservoir did not pump csf. There was no injury to the patient reported.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.